Event description:
Initial reporter indicated, "the physician's handheld computer with 7.1 programming software continued to freeze and performing a soft reset and reinserting the flashcard was not resolving the issue." He said, "it would unfreeze the screen but then it would happen again." An analysis was performed on the flashcard and no anomalies that support the reported complaint were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications. No anomalies noted with the returned handheld were identified.